Event description:
It was reported that while doing ankle arthroscopy, the device was positioned and turned on. Immediately the inner shaft and outer shaft rubbed together causing metal shavings to go into the pt. The outer shaft had visible damage on the distal end. It was also reported that there was no pt harm.

Manufacturer narrative:
Final device investigation of the shaver revealed slight damage to the outer distal tip. No metal shavings were noted in device shaft or returned packaging. Device was viewed under magnification with no metal shavings noted. The device passed all functional testing.